Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 28x2.50 rebel stent, it was noted that the hypotube shaft was already broken in half. The device did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported.